Event description:
The event is reported as: the column is not filling with water. No pt injury reported.

Manufacturer narrative:
The device sample was requested but not received yet. The results of the device eval and investigation are not available at the time of this report.